Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 between 9:30am - 10:30am. Pt's wife (B)(6) called in stating that pt's blood sugar kept dropping and she had to keep feeing him food. Symptoms observed by pt's wife were: hands shaking, inability to walk, slurred speech, inability to focus, nausea and sweating. The reading on the prodigy meter at the time of event was 107 mg/dl. Pt was fed 2 tablespoons of sugar, 1 glass of water, 4 snack cakes, peaches and 2 tuna fish sandwiches. Pt's wife then tested pt's glucose with her meter with a result of 22mg/dl. Pt was driven to emergency room by his wife. Pt's glucose level upon arrival at emergency room was 112 mg/dl. Pt was given orange juice while at emergency room. Upon discharge from emergency room, pt's blood glucose level was 189 mg/dl. Pt's total stay at emergency room was between 2-4 hours. Pdc sent replacement and prepaid envelop requesting return of suspect device.